Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the patient developed an epidural hematoma. The implanting physician removed the paddle lead from the epidural space and drained the hematoma. The paddle lead was then placed under the skin for re-implant when the patient is ready. There were no reports of further complications.